Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was advised to perform manual exchanges and add an unspecified medication to the pd solution (dose, frequency, and duration were not reported). No further detail was provided regarding the patient¿s outcome from the event. Pd therapy was ongoing. No additional information is available.